Event description:
It was reported that the home patient (hp) experienced an iipv (increased intraperitoneal volume) issue while performing peritoneal dialysis (pd) on the homechoice (hc) cycler. A high drain 106 alarm occurred on the hc during use. The hp stated they had already disconnected and also stated they had no symptoms or side effects. A baxter technical service representative (tsr) assisted the hp to cycle the power of the hc to clear the alarm and advised the hp to contact their pd nurse (pdn). There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not available for evaluation. Review of the device history record and service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv-adult. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.